Event description:
According to the reporter, during jejunal anastomosis in an open abdominal subtotal stomach-preserving pancreaticoduodenectomy (ssppd), the firing stop due to excessive force. The jaws of the device lock on tissue as well and was able to be removed. To resolve the issue, a new device was used. It was noted that there was no problem with the firing with the same standard that was newly taken out. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was found to be partially fired. It was reported that the jaws of the device remain closed on tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.